Manufacturer narrative:
At time of an inspection of a citadel plus bed frame, it was found by an arjo representative that the side rail panel was detached from the side rail mechanism. No patient was involved that time. No injury was reported. The bed was part of us rental fleet. It was picked-up from the customer without any allegation from the customer about the side rail malfunction. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail mechanical damage might be related to an excessive force applied to the side rail. This is in line with side rail condition. It was mechanically damaged, based on photographic evidence provided the side rail panel was fully detached from the side rail mechanism, and all screws holding the panel to the mechanism were pulled out. The circumstances in which this issue occurred are unknown. According to citadel plus instruction for use (831.374): the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. To conclude, the side rail was damaged and from that perspective the citadel plus bed did not meet the performance specification. No patient was involved when the issue was detected. The circumstances in which this issue occurred are unknown. The complaint was decided to be reportable due to the side rail panel partial detachment.

Event description:
At time of an inspection of a citadel plus bed frame, it was found by an arjo representative that the side rail panel was detached from the side rail mechanism. No patient was involved that time. No injury was reported. The bed was part of us rental fleet. It was picked-up from the customer without any allegation from the customer about the side rail malfunction.